Event description:
The customer reported that a vasoseal was deployed in the pt after an ablation procedure on 3/24/99. The pt returned to the clinic on 4/14/99 complaining of redness, swelling, and heat at the puncture site. It was also observed that the pt had a low grade temperature. No drainage at the site was noted. The pt was treated with an antibiotic for 10 days. The infection was completely resolved as of 4/19/99. No further complications were reported.